Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine 5.0 mg/ml; 0.7996 mg/day and hydromorphone 2.0 mg/ml; 0.3198 mg/day via an implantable pump. Indication for use was non-malignant pain and multiple back operations. The date of the event was approximately (B)(6) 2018. It was reported the patient ran out in (B)(6) and had to go in on a weekend. The patient got the medicine and saw the hcp, but it still ran out. The patient lived a distance away. The healthcare provider (hcp) did not want to fill the pump because he could not see the patient. It was snow storming again and the patient could not get over the pass in the mountains. They (hcp) said they would not do anything. It was supposed to run out on the (B)(6). On (B)(6) 2018 the patient told the doctor he was considering taking the pump out. The patient was in a wheelchair prior to getting the pump and would rather go back to that. Every 90 days the patient was dealing with getting his pump filled. With the pump the patient could walk but when the pump ran out and the pain got so bad, he had to go back to the wheelchair. The patient was redirected to follow up with the hcp to disc uss explanting the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp). The cause of the empty pump was due to a transportation problem. Interventions were to refill the pain pump and schedule transportation ahead of time. The pain and empty pump have been resolved. The patient¿s weight at the time of the event was (B)(6) pounds. Relevant medical history was lumbar spondylosis and lumbar radiculopathy.